Event description:
It was reported that this brady lead was not successfully implanted due to a high threshold. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no further issues on the lead. This observation no longer meets the definition of malfunction report as this is not the expected outcome from this lead, however, the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to a high threshold. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no further issues on the lead. This observation no longer meets the definition of malfunction report as this is not the expected outcome from this lead, however, the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.